Manufacturer narrative:
Eval summary: the product was not returned for analysis; device remains implanted. Results from the product history record review indicated the lens met release criteria. There were no other complaints reported for this lot. (B)(4).

Event description:
A surgeon reported a pt with unexplained postoperative oblique cylinder, (astigmatism), following intraocular lens (iol) implant surgery. In the surgeon's opinion, the iol did not cause or contribute to the event and feels there were problems with the calculation measurements. Add'l info was received, from the surgeon, stating the event continues and the cause is unk. There has been no medical or surgical interventions. The lens is in the bag with no posterior capsular opacification noted.